Event description:
It was reported the camera head did not display the image during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on cable unit and water tightness was lost. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the reported malfunction by the customer and the additional finding during the investigation is traced to a component failure. The endoscopic image cannot be displayed and water tightness was lost due to damage on cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.